Event description:
Additional information later received reported that the pump had been replaced.

Manufacturer narrative:
Catheter model #: 8711 lot #: j11447r03 implanted: (B)(6) 2003 explanted: unknown.

Event description:
It was reported that the patient experienced an underdose with increased baseline pain. Telemetry confirmed that a critical alarm was occurring due to a motor stall which occurred on (B)(6) 2011. The motor stall was constant; there was no electromagnetic interaction (emi) reported. The drug in the pump was dilaudid.

Manufacturer narrative:
MFR aware date in the previous follow-up report #1 should have been (B)(4) 2011.